Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that multiple v8 spectrum pump's infusions are taking longer than usual, and that the remaining volume of the programmed amount is left in the bags during therapy (medication, programmed amount and the delivery rate unknown)